Manufacturer narrative:
Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of customer was 400 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging insulin pump was under delivering. The customer was treated with insulin pump. The customer experienced other symptom such as nausea. Customer stated that battery side of insulin pump was damaged. The insulin pump will be returned for analysis.